Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 2 additional instances of loss of prime failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 90 allegations of a malfunction, 52 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes 90 malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-80 years of age and between 16 and 312 pounds. Of the reported patients, 47 were male and 43 were female.